Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient experienced a shocking sensation caused by their dbs. The patient could not recall when they first started experiencing the shocking; they just said recently. It was unknown if any environmental/external/patient factors may have contributed. The manufacturing representative met with the patient on (B)(6) 2019 per a neurology request. The system was interrogated and all impedances where within normal limits. The patient said the shocking wasn't all that bad and did not happen that often. They said they were fine waiting until their next neurologist visit. The patient had a neurologist appointment scheduled for august and was trying to get something sooner. The cause could not be determined, no actions were taken to resolve the issue, and it was unknown whether the issue had been resolved. No further complications were reported or anticipated with this event.